Event description:
Note: this follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Note: this follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The philips field service engineer performed a system inspection and determined the plastic sleeve came loose and was in a raised position, preventing the solenoid from locking properly. The service engineer was able to push the sleeve down and added adhesive to fasten it back into place to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined the plastic sleeve came loose and was in a raised position, preventing the solenoid from locking properly. The service engineer was able to push the sleeve down and added adhesive to fasten it back into place to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.